Event description:
It was reported that the 9800 system had a filament regulator failure error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There was a non ge x-ray found in the system. The reported issue is currently under investigation.